Event description:
It was reported that during a thyroidectomy procedure, the clips did not close properly on to the tissue and did not hold. They removed the clips with graspers. Another device was used to complete the case with no patient consequence.